Manufacturer narrative:
(B)(4). Concomitant medical products: 010000660 ¿ g7 acetabular shell ¿ 6062440. Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -10899.

Event description:
It was reported that during a hip procedure, the surgeon had difficulty seating the liner within the cup. Another liner from the same lot also failed to seat properly. Finally, a third liner was used to complete the surgery. There was a delay in the surgery of over 30 minutes due to this difficulty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was not returned for evaluation as it got implanted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.